Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) shock lead impedance was high out of range greater than 125 ohms. Technical services discussed to consider commanded shock and option to raise the upper limit, and the field representative was going to follow-up with the physician and discuss any medication changes. The lead remains in-service. No adverse patient effects were reported.